Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states she had a revision back in 2009 because of their ins. Pt states when she would lay down the stimulation would increase very high. Pt states this was so long ago and has had so many surgeries, some unrelated. Pt states between 2006 and 2009 and cant remember if coverage and remembered having problems when lying down the intensity just could never get that right. The patient was redirected to their healthcare provider (hcp) to further address the issue.